Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, a definite cause for the reported cerebrovascular accident (stroke) could not be determined. The reported patient effect of stroke (cerebrovascular accident) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a stroke. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, two clips (90823u178, 90823u179) were deployed, reducing mr. An attempt was made to further reduce mr with two other clips; however, the physician was not satisfied with the mr reduction. Therefore, the clips were not deployed. The clip delivery systems were removed with the clips attached. Two clips were implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. On (B)(6) 2019, the patient had a stroke. It is unknown at this time if the clips caused or contributed to the stroke. No additional information was provided.